Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly the customer is using cold, admelog insulin. Tandem technical support (cts) informed customer that admelog insulin is off label and that insulin should be at room temperature before filling a cartridge per the user guide. To resolve the issue, the customer changed the infusion set and cartridge, and continued using insulin.